Event description:
While placing the guidewire through the guiding catheter the wire exited out a sidehole. After attempts to pull the wire out, the guidewire and guiding catheter were removed together. At that time it was noted that the wire was separated. No pt injury was reportedly associated with this event.